Event description:
Following a catheterization procedure, an angio-seal device was placed. Some time later the pt developed signs and symptoms of vessel occlusion. The pt was taken to surgery where collagen was identified to have been deployed within the artery. There have been multiple attempts made to gather more info regarding this event from the site. As of 4/10/1998 there has been no further info provided to the MFR regarding the event, further complications, or pt sequelae.